Manufacturer narrative:
Internal reference: case (B)(4).

Event description:
It was reported that, during a cori assisted surgery, a real intelligence robotic drill had over 75 uses and showed an error that said that needed to be replaced. It kept shutting off during the case and even dove down into the bone once causing a small defect in the distal femur. Surgery was finished without any delay with a sn back-up device. No harm to the patient or further complications reported.

Manufacturer narrative:
The cori, real intelligence robotic drill, part number rob10013, sn (B)(6), used for treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. The drill passed kpc and a case several times with no errors or messages. Although the reported problem was not confirmed through the visual or functional evaluation, no reasonable contributing factors could be identified based on the received complaint information and investigation results. A review of manufacturing records indicates the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. Refer to the real intelligence cori for knee arthroplasty user manual (500230 rev d), section setting up the instruments, subsection connecting the robotic drill: understanding robotic drill usage, that provides a guide for the recommended service life of the robotic drill. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Based on the information provided, a definitive clinical root cause of the reported event cannot be confirmed. It is unknown if the small bone defect was a possible result of user exceeding the recommended velocity; however, the distal femur defect was reportedly ¿so minimal¿ after the cutting block was used that no further intervention was required. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.